Event description:
Information received by medtronic indicated that the inpen was broken/damaged and was not working correctly cartridge holder. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer had discontinued using the device and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Serial number: (B)(4). Software version: 3.8.5. Color: grey. Battery life remaining: n/a. Customer reports: the cartridge holder and party of screw damaged. Per visual inspection: broken off piece at the cartridge holder, inpen front shell does not stay attached, and return dial broken off. Several attempts were made to pair inpen, every time app displayed "dose doesn't match". The inpen does not pair with commercial mobile app. However, inpen does transmit to manufacturing app. Inpen received with leadscrew 1/4 of travel. Unable to rewind leadscrew due to return dial being broken off. Unable to dial more than 4 units. The dose button was removed and no dust / debris under the dose button or dose knob was noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Unable to perform functional test due to difficult to dial/dose. Installed front shell to testing inpen and front shell did not stay attached. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with broken off piece at the cartridge holder and return dial is broken off. Physically damaged cartridge holders can affect insulin delivery. The customer complaint of physical damage at cartridge holder and leadscrew was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.